Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that allegedly there were two (2) pcu 8015 devices with unresponsive keypads and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypads being replaced due to unresponsive keys was confirmed. Test results identified that the system on keys did not function and ac indicator lights did not illuminate on the keypad associated to serial number (B)(6). Keypad associated to serial number (B)(6) powered on unexpectedly after plugging in the power cord. All other keys on both keypads were functioning as intended. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10013664 and qty 1 printec p/n tc10012515). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and broken traces (19 and 20). During external inspection, the keypads were in good condition with no issues observed. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that allegedly there were two (2) pcu 8015 devices with unresponsive keypads and therefore, will be replaced. There was no reported patient involvement.

Event description:
It was reported, that allegedly, there were two (2) pcu 8015 devices with unresponsive keypads. And therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
H3 other text: only keypads were provided for the investigation.